Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 428 mg/dl at the time of the event. Troubleshooting was performed. The customer stated symptoms of nausea. The auto mode feature was active and the pump was used within 48 hours of the reported high bg event. It was unknown whether the customer will continue the use of the device. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unit passed displacement test, active current measurement, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test accuracy test (0.0873 inches). Pump failed sleep current measurement test due to corroded battery tube. Unit successfully downloaded using thump. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor home switch, and force sensor. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked case, cracked battery tube threads, scratched case, pillowing keypad overlay, and corroded battery tube. Unable to confirm high bg. Unexpected battery power loss confirmed due to high sleep currents. Moisture damage found on electronic assembly, motor home switch, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.